Event description:
Pt was part of clinical trial of investigational device to facilitate cannulation of arteriovenous fistulas done under FDA ide. Upon the pt's 6 month f/u visit investigators learned that device was causing pain or was not. Being cannulated and pt requested its removal. It was removed and found to have tilted which accounted for its difficulty with cannulation.